Manufacturer narrative:
Hardware analysis of the three returned stylets found they were recognized by a known good system, but would not track. The stylets returned a red status. All three stylets had tape around their shaft upon return. A check of the electromagnetic interface showed that all three coils were dead on two of the stylets. The other stylet had an active coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a catheter placement procedure. It was reported that they could not see the stylets. They used one stylet that didn't detect at all. They opened a second stylet which detected for 3 passes, then picking it up again, it no longer detected. They opened a third stylet that detected for 3 passes then stopped detecting. The issue extended the surgical time by less than one hour. There was no impact on the patient outcome. The surgery was completed with the use of a c-arm. The tracking issue was thought to be related to the stylets as the system never lost the patient tracker and the stylet was green on the instrument screen, which indicated it was plugged into the emitter.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system used alongside the instrumentation was used in multiple procedures without issue since the event date.